Event description:
It was reported that the customer was taken to the emergency room for low blood glucose in the beginning of september. The blood glucose reading was 0mg/dl. It was stated that apparently the customer primed a full reservoir of insulin into her body. Troubleshooting was performed. Ran a self test and the device passed the test. All the settings on the insulin pump were correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.